Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main enhanced half height drawer 5.1 failed to stay closed. A field service engineer (fse) ran diagnostics and confirmed the same issue, noting that the drawer was already open. The fse manually pulled the drawer out and observed a slide bumper dislodged from the left rail, which was preventing the drawer from fully closing. All slide bumpers were inspected and found to be intact, and all associated cables were reseated and checked, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Customer tried to recover storage space, but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.